Event description:
It was reported that during procedure, the subject stent was not properly apposed distally, and it got stuck in the microcatheter and unable to resheath even after multiple attempts. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.